Event description:
It was reported that the user experienced repeated infusion set occlusion alarms over several days despite site changes, believed the pump was at fault, and the event resolved only after replacing supplies; the issue involved obstruction of flow associated with the connector/coupler of the infusion set. Customer care provided support that included troubleshooting and user recommendation to do a complete supply change. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow localized to the connector/coupler. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.